Manufacturer narrative:
It was reported that the anesthesia machine ventilator stopped working at the time of use and no patient injuries were reported. The event was evaluated as reportable. As a result of the investigation, dräger contacted the hospital on (B)(6) 2024 and the hospital responded that they had contacted a dräger engineer about the issue. Dräger engineers arrived at the customer's site and, upon inspection, found that the cosy diaphragm had been damaged and that the device was been stopped in service. The cosy diaphragm controls the bypass and peep functions, and if the cosy diaphragm is damaged, the control box of the fabius plus device may not be able to control the bypass and peep. The reported device was manufactured in 2015 and was in use for 9 years. The replaced cosy diaphragm has been reprocessed and cleaned multiple times as well as disassembled and reassembled and may fail due to wear or material fatigue of the diaphragm and other components. The cosy diaphragm needs to be cleaned and reprocessed after use and should be inspected prior to use of the fabius plus unit. The cosy diaphragm has been replaced by the fabius plus unit and has not been replaced. Damage to the membrane can be detected after reprocessing and prior to using the fabius plus unit (during the pre-use inspection).

Event description:
It was reported that vent fail during use, no health consequences have reportedly occurred.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that vent fail during use ,no health consequences have reportedly occurred.